Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 6 years 9 months following the implant of this transcatheter bioprosthetic valve, the valve failed. The failure mode was not reported. Treatment was not performed. No adverse patient effects were reported.

Manufacturer narrative:
Updated a.4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 6 years 9 months following the implant of this transcatheter bioprosthetic valve, the valve failed. The failure mode was not reported. Treatment was not performed. No adverse patient effects were reported. Additional information was received that an echocardiogram was performed approximately five months earlier and revealed moderate-severe aortic stenosis along with trace paravalvular leak. The valve leaflets were thickened and mildly calcified with mild restriction of leaflet excursion, and a mean gradient of 26 mmhg. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b3. Date of event updated b5. Second paragraph added b7. Relevant history added h6. Patient and device codes added additional codes added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.